Event description:
It was reported that the patient reported twitching of his abdomen to the physician and the voltage of the right ventricular lead was turned down, but the patient still has twitching. The lead remains in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.